Event description:
Serious injury involving one person. In 12/2000, pt called ciba vision complaining that pt's lenses were not lasting longer than 2 weeks before tearing. Upon ciba contacting pt's practitioner the co was informed that the pt had been diagnosed wtih a corneal ulcer. He has stated that they have replaced 2 multi-packs and several trial lenses for the pt who continued to have problems. Pt's file noted that pt went to a hosp and was administered 2 drops every 2 hrs for one day (medication unk). Also, pt sought treatment from previously mentioned practitioner and was administered ocuflox every hr for one day. Then, pt was advised to continue the ocuflox 1 drop every 30 mins. 2 days later pt was advised to use the same medication 1 drop every 2 hrs for 1 day and 2 drops every 4 hrs thereafter. Corneal ulcer was resolved and contact lens wear resumed.